Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was unknown. Customer believed the device did not give them insulin, they were hospitalized for three days and they had diabetic ketoacidosis. Customer's healthcare provider advised them to remove the insulin pump and revert to manual injections. Customer's line was dropped and communication was lost.